Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator called nxstage to report that he had obseverved blood leaking from the bottom of the cycler during a routine home dialysis treatment. The treatment was terminated without rinse back approximately, 45 minutes after the leak was first observed. The total blood loss was approximately 300cc (210cc from the cartridge that was not rinse back and up to 90cc from the reported blood leak). No medical intervention was required.

Manufacturer narrative:
The cause of the blood loss cannot be determined as the cartridge has not been returned to nxstage. Several attempts have been made to obtain the cartridge. The blood leak was most likely caused by an inadequate tubing bond or a loose connection, however, the exact cause of the blood loss cannot be determined unless the cartridge is returned to nxstage. Nxstage has reviewed the reported blood loss with the facility who reports that the cartridge has likely been discarded and that the patient has a history of noncompliance and is being discontinued from home dialysis therapy. The user's guide states that the nxstage cycler may not sense slow fluid or blood leaks and to always tighten and recheck all connections, clamps and caps. User's guide further states to visually inspect the system periodically for evidence of leaks and to terminate treatment if leak cannot be resolved. A follow up report will be sent to the FDA if the cartridge returns to nxstage. Nxstage will continue to monitor as part of the routine complaint process.